Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 500 mg/dl at the time of incident but that it may have been due to food intake. The customer was able to treat with the pump and this morning he had blood glucose of 80 mg/dl. The customer declined troubleshooting and was advised to call if he needs any assistance.